Event description:
The customer reported excessive flow of the flushing pump during a colonoscopy procedure involving an olympus flushing pump. There was no patient injury reported.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.